Event description:
It is reported that the femoral impactor broke during impaction. Surgery was not delayed and no harm to pt.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.